Event description:
A customer reported that during a cataract surgery irrigation/ aspiration (ia) of an ophthalmic operating console stopped working and presented issues in aspiration/vacuum with a system message displayed. Procedure was completed using another console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming fluidics module was replaced. The system was then tested and met all product specifications. The returned fluidics module was received, and a visual assessment of the returned sample revealed cracks on the eject button and coating and white residue on the module and hub roller. The sample was installed into a calibrated console and turned on successfully. The cassette was inserted and the system when through a surgical test in sculpt mode successfully. The system was tested per stp where it did not pass the aspiration flow rate test. The pump motor was replaced with a known functional pump motor and retested; no abnormalities were observed. The reported event was confirmed and found to be due to a nonconforming motor pump. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming motor pump within the fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).